Event description:
It was reported that during the lumbar fusion procedure the finger control on/off switch came apart and all components fell into patient. The health care profession retrieved screw, bearings, spring, other parts and ther was no fragments left inside the patient. It was also reported that there was delay in procedure for 10 to 15 minutes and procedure was completed with backup product. It was reported that the patient is alive with no injury.

Manufacturer narrative:
H3: product analysis: evaluation determined that the the parts were undamaged and no thread locker residue was on either the male or female threads. It was not clear if the components had been washed or cleaned prior to return. The mostly likely cause was identified as loctite 4161 had lost effectiveness after an extensive number of cleaning and autoclaving cycles allowing the screw to un-thread from vibration and normal use of the accessory. It was noted that after 49 cycles the loctite had lost effectiveness, only requiring 0.1 in-lbs to un-thread and there was also little to no residue on the components. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.